Event description:
It was reported that the bd eclipse¿ needle separated from the syringe during the immunization. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this is the second time that this has occurred with the same nurse. Both times the nurse was immunizing an infant and both times (july 4 and aug 3) the syringe and needle came apart. Both times the nurse has discarded the needles and syringes into the sharps container so I do not have anything to send back. I do believe this is user error as there are no other concerns from our nurses and I have checked with our person who is responsible for our inventory and she has also not heard any complaints re. These needles and/or syringes. Times the nurse was immunizing an infant and the syringe and needle came apart. The nurse has discarded the needles and syringes into the sharps container occurrences: 1 each... No adverse event reported".

Manufacturer narrative:
No photos displaying the defective sample or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle separated from the syringe during the immunization. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "this is the second time that this has occurred with the same nurse. Both times the nurse was immunizing an infant and both times (july 4 and aug 3) the syringe and needle came apart. Both times the nurse has discarded the needles and syringes into the sharps container so I do not have anything to send back. I do believe this is user error as there are no other concerns from our nurses and I have checked with our person who is responsible for our inventory and she has also not heard any complaints re. These needles and/or syringes. Times the nurse was immunizing an infant and the syringe and needle came apart. The nurse has discarded the needles and syringes into the sharps container . Occurrences: 1 each. No adverse event reported".